Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis. Visual examination identified that stent had been detached from the delivery system and it was not returned. The balloon profile revealed that there were no issue with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues with the shaft polymer extrusion profile. The bumper tip showed no signs of distal tip damage. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. No other issue were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 21sep2023. It was reported that crossing difficulties were encountered. The target lesion was located in severely calcified left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during tracking, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post-procedure. However, returned device analysis revealed that the stent was detached/separated.